Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that there was a crack near the battery compartment and a keypad anomaly issue with the insulin pump. Customer's blood glucose level was 131 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. The device also was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.